Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported: "in a visit with an orthodontist this week, he said that I now have traumatic occlusion on the top center right tooth and the one right next to it. According to him, the byte treatment moved the issue from my bottom teeth to my top teeth. Is there anything that you can do for/about this before I get my final retainers?"